Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). E1: initial reporter facility name: (B)(6). Investigation summary: bd had not received any samples for investigation. During the functional testing, ten retained samples were tested with water, and none of the stoppers disconnected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd preset¿ arterial blood collection syringe, the stopper separated from the plunger. No adverse impact was reported regarding the patient or user.